Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing unexplained high blood glucose. The blood glucose reading at time of call was 168 mg/dl. Troubleshooting was performed. The time and date on the insulin pump were correct. Reviewed the alarm history and found auto off alarms. Checked the bolus history and the boluses were not recorded in the history since (B)(6) 2011. The daily totals shows that boluses were programmed, but they were not recorded in the bolus history. It was also reported that the customer went to the emergency room, but he was not admitted. No further information was provided.